Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "it wouldn't even turn when they removed the battery there was a smoky smell. Patient involvement: no human harm: no delay in therapy: no medical intervention needed: no."

Manufacturer narrative:
(B)(6). (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: battery emits burnt smell.